Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via log file analysis. A review of the log files, extracted from (B)(6), contained data spanning approximately 9 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 at 6:55:59, the controller was powered on and at 7:02:18 the driveline was connected. The pump began operating at a speed above the lsl within 3 seconds. At 7:02:37, the driveline was disconnected and at 8:24:05 the controller was shutdown. No atypical alarms were active on (B)(6) 2023, and it was unknown why (B)(6) was exchanged. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event and the cause of the driveline disconnects; however, no additional information was provided. The initial controller exchange and alarms have been addressed under system controller (B)(6) investigation, MFR # 2916596-2023-07006. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including driveline disconnect and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook, rev. D, section 2 ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed a controller exchange for red heart alarms after taking a shower. The patient claimed that their controller and battery clips had fluid ingress. The controller and battery clips were exchanged. The battery clips were found to be pretty dirty. Log file analysis found the driveline was connected to (B)(6) on 17sep2023 @ 7:02:20, and then disconnected on 17sep2023 at 7:02:37. This occurred while the patient was on batteries. The patient had another set of driveline disconnect alarms on 17sep2023 at 8:05:53. The driveline reconnected on 17sep2023 at 8:06:27. Prior to the disconnect, there were odd voltages captured on the white power lead. The clocks on both controllers were out of sync.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-06965, MFR # 2916596-2023-06966, MFR # 2916596-2023-07006, MFR #2916596-2023-07318, and MFR # 2916596-2023-06967. It was reported that the patient performed a controller exchange for red heart alarms after taking a shower. The patient claimed that their controller and battery clips had fluid ingress. The controller and battery clips were exchanged.

Manufacturer narrative:
Correction to section g3: the aware date provided in the previous report was 17nov2023. The correct aware date for the report is 26jan2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.